Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused pneumonia. The patient did receive medical intervention in the form of antibiotics and hospitalization. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1 and b2 has been updated/corrected in this report.

Manufacturer narrative:
On previously submitted report section h10 was incorrect. It should be - the manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused pneumonia. The patient did receive medical intervention in the form of antibiotics and hospitalization. After receiving further information from the patient it is determined that the initial report should have been filed as serious injury only.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused pneumonia. The patient did receive medical intervention in the form of antibiotics and hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.